Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right side hip revision, all components explanted were stryker components. The patient was re-implanted with all new revision components, and the case sheet is attached. The original surgery was done in 2011, the patient recently was reporting pain in his right hip, x-rays showed eccentric wear on the polyethylene component, as well as the femoral head on the trunnion. The patient¿s cobalt chrome levels were elevated, so the surgeon decided to revise the hip component. Adverse local tissue reactions were minimal, however the femoral head did have corrosion and fretting was noted on the trunnion. A portion of the superior lip of the polyethylene liner was fractured off. The locking mechanism was intact on the polyethylene/acetabular component junction, and the liner was not disassociated from the acetabular component. All components were removed." Update: the shell was revised because the surgeon didn¿t like the position of the component. The damaged portion of the liner was the portion that had the lot code on it therefore it was illegible.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "right side hip revision, all components explanted were stryker components. The patient was re-implanted with all new revision components, and the case sheet is attached. The original surgery was done in 2011, the patient recently was reporting pain in his right hip, x-rays showed eccentric wear on the polyethylene component, as well as the femoral head on the trunnion. The patient¿s cobalt chrome levels were elevated, so the surgeon decided to revise the hip component. Adverse local tissue reactions were minimal, however the femoral head did have corrosion and fretting was noted on the trunnion. A portion of the superior lip of the polyethylene liner was fractured off. The locking mechanism was intact on the polyethylene/acetabular component junction, and the liner was not disassociated from the acetabular component. All components were removed." Update: the shell was revised because the surgeon didn¿t like the position of the component. The damaged portion of the liner was the portion that had the lot code on it therefore it was illegible.

Event description:
As reported: "right side hip revision, all components explanted were stryker components. The patient was re-implanted with all new revision components, and the case sheet is attached. The original surgery was done in 2011, the patient recently was reporting pain in his right hip, x-rays showed eccentric wear on the polyethylene component, as well as the femoral head on the trunnion. The patient¿s cobalt chrome levels were elevated, so the surgeon decided to revise the hip component. Adverse local tissue reactions were minimal, however the femoral head did have corrosion and fretting was noted on the trunnion. A portion of the superior lip of the polyethylene liner was fractured off. The locking mechanism was intact on the polyethylene/acetabular component junction, and the liner was not disassociated from the acetabular component. All components were removed." Update: the shell was revised because the surgeon didn¿t like the position of the component. The damaged portion of the liner was the portion that had the lot code on it therefore it was illegible.

Manufacturer narrative:
Reported event: an event regarding fretting, abnormal ion level/ altr and corrosion involving an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.